Event description:
Customer reported he was having issues with the insulin pump. He stated this was the second time the device had gone blank. Then the device alarmed failed battery when inserting a new battery. Customer's blood glucose was 600 mg/dl. Customer was also hospitalized for four days. Customer was hospitalized for high blood glucose of 725 mg/dl. Customer's symptoms were vomiting. Customer was unable to breathe very well or speak. Customer was in a car accident but he wasn't the driver. The drive support cap was reported flushed. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Device had alarmed no delivery. Device passes high pressure test. Customer removed the site and cannula was bent but not occluded. Troubleshooting for failed battery test was performed. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. The device was monitored and no blank display anomalies or failed battery test alarms were noted. No damage on the connector lcd isolation tape noted. However, the device was received with corroded battery cap. The device passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The drive support was inspected and no anomaly was noted. The device was received with cracked case at display window corners and battery tube threads. The device was received with minor scratched lcd window. The device was received with missing end cap sticker.